Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl. They also reported that they experienced hypoglycemia with a blood glucose level of 47 mg/dl. They reported that they were able to control the blood glucose levels. The customer declined troubleshooting for the issue. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.